Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported the device has a speaker malfunction. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
A philips field service engineer (fse) went to the customer site. The engineer was unable to confirm the reported issue. The engineer turned off the device power, removed the battery, and restarted the device. The engineer performed an evaluation/analysis and determined the device was working as intended with no failures found.